Event description:
It was reported that, during a device interrogation, stored data revealed a polarity switch for the right ventricular (rv) pacing lead. Current and historical lead impedance readings were normal in both unipolar and bipolar configurations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2005 (B)(6). (B)(4).